Event description:
While using the power shaver the surgeon noted metal shavings in the shoulder joint. A new shaver blade was replaced from a diffferent lot number without incident. Shoulder joint was irrigated with copious amounts of lactated ringers solution.======================manufacturer response for radius blade, 4.5 millimeter full radius blades (per site reporter).======================arrangements were made for the company rep to pick up the blades. Not sure when they were picked up.